Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The user / interface flex assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. When it was placed in a mock-up device, it did not allow it to go through the splash screen. It was observed that pins a1 and a2 were broken from the flex lands and did not make contact.

Event description:
It was reported by the customer that the device experienced an instrument lock-up failure. There were no reports of patient use associated with this event.